Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon attempted interrogation of the pulse generator, the device exhibited no magnet response and could not be interrogated. Device explant was scheduled but not yet performed. No further information was available.

Manufacturer narrative:
Customer complaints of premature battery depletion and no wireless communication were confirmed. Device was received with no telemetry and battery was at eol level. Device was cut open to find high current drain. Analysis isolated high current drain to hybrid and additional testing of hybrid showed that cause for high current drain is consistent with failure of integrated circuit, which resulted in the reported anomalies of no communication and no magnet response due to premature depletion.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable post procedure.

Event description:
New information received states that premature battery depletion was also noted on the device. The patient had recurrent episodes of syncope and was clinically unstable before explant procedure.